Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to high capture thresholds and the device reaching premature eri. No further information is available at this time.

Manufacturer narrative:
The reported field event of a capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.